Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: the instrument arrived clean and without any defects. The instrument was analyzed by microscope and camera. A visual inspection was conducted and it was noticed that one of the two insulation tongues was missing. After decontamination, a microscope investigation was performed of the jaw, and no remnants or charring of the missing right tongue was found. The manufacturing documents has been checked and found to be according to specification valid at the time of production. Without the tongue insulation between the upper and lower electrodes will cause an error message. The absence of any remnants of the missing right tongue indicates the issue is related to a production related error. The current failure rate is within the risk analysis, no further action required.

Event description:
Country of complaint: france. It was reported that during a gastrectomy an error message was displayed and the caimen had to be replaced with a ligasure to complete the surgery.